Manufacturer narrative:
New information received on 10-jun-2021. The following has been updated rb reference # (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted no abnormalities. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of memory verification failure was detected. This condition has a potential for patient harm. A review of the system logs showed evidence of a memory verification failure. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to device design. This issue may occur if during initialization the signia software creates a known memory pattern in the form of many large arrays. Periodically the memory pattern is compared against that created at initialization. If it is not matching a memory fence error occurs and further operation is prevented. This could cause the handle to unexpectedly stop functioning. Internal process improvements have been initiated to mitigate this issue. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of a broken infrared (ir) shield. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle displayed a power handle error indicator. A manual device was used instead to proceed with the case. There was no patient involvement.